Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating a green piece of the ECG (electrocardiogram) lead broke off in the ECG (electrocardiogram) port. There were no reported impact to the patient.